Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise in primary sensing vector resulting in delivery of an inappropriate shock. The sensing vector was reprogrammed to secondary and no noise was able to be produced with patient isometrics. Monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.